Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump wake button was difficult to press and impacted the ability to deliver a quick bolus. Blood glucose was not impacted. When the pump was plugged into a power source, the pump features were accessible. The customer continued to use pump for insulin therapy.